Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "when dr drilled the lag screw and removed the drill bit, he noticed metal fragments attached to it. Sales rep inspected the instrument after the procedure but did not find any chips."